Manufacturer narrative:
Additional information: d9 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the top of the handpiece was broken off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the end user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the top of the handpiece was broken off of the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the end user facility, there was no patient involvement and no delay to a surgical procedure.